Event description:
Pt was being treated for cemento-ossifying fibroma which was removed and plate was implanted over 4cm continuity defect of the mandible without bone graft. The plate broke after one year of use in the 4cm continuity defect through one hole anterior from the angle. Pt was revised to the same plate with bone graft.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned for investigation and no lot number was provided. Manufacturing records could not be reviewed without a lot number.